Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled, 21.0. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
It was reported the doctor chose the wrong intraocular lens power. The patient complained of poor vision after implantation. He came back to the surgery center for testing, the doctor discovered he had miscalculated the power. The lens was removed. No patient injury reported.